Event description:
The complainant reported a patient is acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, suction alarms were noted. The patient was administered albumin for suction alarms. Also patient started experiencing significant bleeding from the inside of her mouth due to squamous cell carcinoma of her mandible. The patient received 7 units of packed red blood cells, 3 units of platelets, 1 unit of cryoprecipitate, 1 liter of albumin, 1 liter of bicarbonate, and 2 liters of lactated ringer's solution (lr). Care was withdrawn and the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.